Event description:
It was reported that an ankylos c/x dental implant migrated into the sinus maxillaris of a patient during implant placement procedure on (B)(6) 2012. The implant was intended to be placed into region # 14. According to the information at hand, the dentist referred the patient to a maxillofacial surgeon for retrieval. No further information is available.

Manufacturer narrative:
Because intervention was required to preclude permanent impairment/damage to a body function/structure, this event is reportable per 21 cfr part 803.